Event description:
Pt injury at the cut site. Add'l charing of skin at point where the blade connects to pencil, when the blade electrode came into contact with the skin. Doctor removed chared area (exised) and continued with the surgery. Pt info not supplied by user facility.

Manufacturer narrative:
Esu only returned for evaluation. Pencil and electrode not returne to conmed for investigation. As stated in the evaluation codes above, the esu was found to be within specifications and no failures detected. Device evaluated and alleged failure could not be duplicated - cause of event unknown. Cause of injury can not be determined at this time. MDR #172159-2007-00021 filed inadvertently late due to delays awaiting user facility decision to return prod for evaluation.